Manufacturer narrative:
Concomitant medical products: 500ml baxter bag ndc (B)(4), lot number y248633, exp (B)(6), 5% dextrose; c20022; mz5307; mz1000-07with 10mlbd syringe ref (B)(4), lot number 812812c, exp (B)(6) 2021, 0.9% nacl., therapy date (B)(6) 2018. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the set was leaking clear fluids onto the floor. It was reported by the rn that the patient was in the restroom at the time the leak was noted , unable to identify the location of the leak or which set primary or secondary was leaking . There was no report of patient harm.

Event description:
The customer reported leaking from an unspecified location while the patient was in the restroom. Although requested, there were no further details of the event were provided. There was no patient harm.

Manufacturer narrative:
The customer¿s report of leaking was not confirmed. Visual inspection of set identified no damage or anomalies on the set or the components.. Functional and pressure testing resulted in no leaking. The root cause was not identified.